Event description:
Caller reported that they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence on a previous infusion set. There was no adverse impact to the customer's blood glucose level. The issue was not current as it occurred on a previous date, and the customer resolved it on their own by successfully resuming insulin.